Event description:
Approximately 10 weeks post anterior tibialis rupture repair with orthadapt augmentation, the operative site appeared to be infected; as a result the patient was placed on antibiotics. Approximately 12 weeks post-repair, the distal surgical incision was opened and a wound dressing was applied. Approximately 24 weeks post-repair the wound dressing was removed; it appeared that the graft was loose and that there was fluid accumulation, the graft was explanted at that time.

Manufacturer narrative:
The physician reported the post-operative culture findings were negative; however, based on the available case information and feedback from the physician, the likely cause of the event is due to infection caused by contamination of the open wound. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.